Event description:
It was reported on an unknown date in 2024 the distributor stating they received a letter from drug inspector along with report in which suture has been declared misbranded. Additional information has been requested.

Manufacturer narrative:
Product complaint(B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. The drug inspector has not provided the sample of the product. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please provide further details regarding what is meant by "misbranding"? Is a photo of the product label available? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2024. H6 component code: g07002 no device problem found additional information: d4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: 1. Reg. No:- not present on individual suture. 2. Manufacturing date:- not present on individual suture. 3. Local address:- not present on individual suture. Individual suture means each foil of the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.